Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Corrected information: a2 (date of birth) this report includes information known at this time. A follow up report will be submitted should additional information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vertebral body/vena cava perforation, tilt, back pain. The additional information regarding vena cava perforation does not change the previous investigation results for organ/vertebral body perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported back pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thromboses (dvt) and pulmonary emboli (pe). The patient alleges tilt and vertebral body perforation. The patient further alleges back pain. Per a report from computed tomography (CT), "findings: ivc filter remains similar in position and appearance compared to the previous study. Filter apex at the level just inferior to the left renal vein and slightly cephalad to the upper right renal vein terminus, at approximately 1.3 cm inferiorly is a 2nd right renal vein. Similar anterior tilt of the filter orientation by approximately 1 5 degrees and right lateral tilt by 6 degrees, previously 9 degrees and 3 degrees, respectively, accounting for differences in respiratory phase of breath hold. There are 4 main struts that extends slightly beyond caval walls that are also similar in appearance and position: anteriorly abuts and medial to the right ureter, more separate from duodenum compared to prior study accounting for bowel motion/peristalsis. Medial strut abuts aortic wall, no change. Posterior strut abuts vertebral body, no change, right lateral striped abuts musculature, no change. Impressions: relatively stable ivc filter as detailed above."

Manufacturer narrative:
Customer (person) not provided, information provided by (B)(6). Occupation: non-healthcare professional. Investigation: filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
It is alleged that the patient received a cook gunther tulip filter and is alleging organ perforation. Hospital and medical records have not been provided.